Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Note: manufacturer followed up with the customer couple of times, even called in the afternoon as requested, but unable to obtain additional information after several attempts. Customer answered the calls but could not talk at the moment. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated she had obtained a result of hi on one hand and 200 mg/dl on the other hand. Customer did not disclose their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer did not have the meter and test strips with her at time of call and requested a call back for later that afternoon. Attempt made to call customer back; customer disconnected call and no further information was able to be obtained.